Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had leak at o ring as well as air bubble anomaly and not delivering insulin anymore. Customer¿s blood glucose level was 409 mg/dl at the time of incident. Customer stated that the heavy breathing. Customer states the leak was past second o ring. Customer states there was an air bubble in the reservoir. Customer states there was fluid in the reservoir compartment. Troubleshooting was performed for leak and high blood glucose level. The device will not be returned for analysis.